Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of electrical specification and the case battery latch was bent.

Event description:
It was reported that the housing and segment temperature lcd (liquid crystal display) on the atakr rf (radio-frequency) ablation generator were broken. The rf generator was returned for repair and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).